Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgu404015/10254765, UDI: (B)(4). Patient medications include but are not limited to: lebetalol injection, phytonadione injection, oxygen nasal cannula, lactated ringers, esmolol infusion, magnesium sulfate IV piggy back. According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment for a thoracic aortic aneurysm and two conformable gore® tag® thoracic endoprostheses were implanted. The patient tolerated the procedure. On (B)(6) 2018, the patient underwent reintervention for a distal type I endoleak caused by degeneration of the distal descending thoracic aorta. Two additional conformable gore® tag® thoracic endoprostheses were implanted, to extend coverage both proximally and distally. The patient tolerated the procedure and the endoleak was resolved. No aneurysm enlargement was reported.